Event description:
It was reported that during a peripheral vascular stenting procedure, premature stent deployment difficulties were encountered. The lesion being treated was located in the superficial femoral artery (sfa). Following uneventful deployment of the first stent, the physician encountered significant resistance while trying to cross the lesion with this 6 x 79 sentinol biliary stent delivery system. Upon removal, this stent was found to be partially deployed, approximately 1mm. The procedure was completed with successful deployment of two more of the same size stents. Pt status was reported as 'fine'.